Event description:
It was reported that the patient had the spectra penile prosthesis removed due to pain. A new 9.5 mm x 16 cm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the onset of the event leading to the revision surgery was 2 weeks ahead of the surgery. The certain reason for the pain was not found, but the physician indicated the stiffened cylinder was the main reason.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of pain could not be substantiated. The spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer tube due to sharp instrument damage consistent with explant damage. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient had the spectra penile prosthesis removed due to pain. A new 9.5 mm x 16 cm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the onset of the event leading to the revision surgery was 2 weeks ahead of the surgery. The certain reason for the pain was not found, but the physician indicated the stiffened cylinder was the main reason.